Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue in failure investigation report was determined be supplier manufacturing process.

Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. Transducer calibrations were performed and tested, but were unable to resolve the customer's reported issue. A main printed circuit board assembly (pcba) was replaced and the issue was resolved. The fsr performed the operational verification procedure and reported the unit meets service specifications. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" and "transducer fault". The customer tried to troubleshoot the ventilator but was not successful and the issue was not resolved. The customer reported that there was no patient involvement.